Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm and set the time and date due to buttons not responding noted. No numbers scrolling during our testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump screen froze while programming a bolus and the device alarmed unexpected restart error. The patient's blood glucose at the time of incident was 60 mg/dl. The customer attempted to set up the time and date but the numbers kept scrolling upon button press. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues; however, the customer noticed that the buttons were very sluggish over the past couple weeks. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.